Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse found that the integrated multisensor technology (imt) mixer needed to be replaced and the lee valve was leaking. The cse replaced the imt mixer and the lee valve and the replacement of these parts returned the system to normal operation. System was fully operational upon departure. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Two discordant, falsely elevated sodium patient results were obtained on a dimension vista 500 instrument. The initial results were not reported to the physician(s). For one sid, the same sample was repeated on the same instrument. For the other sid, the same sample was repeated on an alternate dimension vista 500 instrument. The repeated results were reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated sodium patient results.